Event description:
The facility representative reported an ipump with a condition of "calibration." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a calibration issue was confirmed and reproduced during product evaluation. This condition was due to an out of calibration upstream occlusion sensor. The sensor was recalibrated to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up will be submitted.